Manufacturer narrative:
This ipg model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The information was provided in a medwatch report number (B)(4). Device 1 of 2. Reference MFR report #1627487-2012-12540. It was reported the patient experienced heating and burning sensation at the ipg site while charging. It was also reported the patient external devices had difficulty communicating with the ipg. Reportedly the ipg and leads were explanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.